Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the impactor pad has fractured off the threads. Part and lot numbers cannot be seen in the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that as the surgeon used the instrument to impact the implant, the tip of the instrument fractured. There was no reported foreign body retained or harm to the patient. Several attempts have been made to obtain additional information with no response.